Event description:
Lap chole - "dr. (B)(6) was performing a lap chole and upon removal of the clip applier, a metal piece of the distal tip of the device became disengaged from the shaft and was left stuck in the kii 5mm cannula seal. Fortunately, it was easily retrieved as it was obviously sticking out of the top of the seal hole. And, it appeared that nothing had been inadvertently left behind in the pt. This occurred after the doctor had placed 2 clips on the cystic duct and then removed the clip applier to perform a little more dissection prior to firing more clips. After performing more dissection, she proceeded to complete the procedure using the ethicon 5mm ligamax product that she normally uses. Upon inspection of the abdomen at the conclusion of the case, nothing unusual was seen or noted, and she closed the port sites per her normal closure procedure." Patient status: unk.

Manufacturer narrative:
Investigation summary: one unit was returned for evaluation. Engineering confirmed that the metal stamped component was found to be missing. The distal end of the channel support assembly was slightly bent, and the tabs which hold the top housing were damaged. Feeder had sustained damage; the remaining clips did not fire properly and found to be affected by the damaged feeder. The exact cause of the failure to the unit is not known. A damaged feeder could occur from severe handling or improper use. It is unclear as to how the top housing became disengaged from the device. The top housing may have disengaged as the clip applier was removed from the cannula, causing damage to the tabs of the channel support assembly. It is indicated on the "instructions for use" sheet to not place the clip applier through a trocar if a clip is present in the jaws, doing so may result in damage to the device. All clip appliers undergo 100% visual inspection during manufacturing and assembly process. Each unit is inspected for clip feeding during manufacturing prior to packaging. A review of the manufacturing records for this lot reveals no unusual events during construction; the lot passed all quality inspections. This document represents our final report.